Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturer's were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004, the patient presented with l4 vertebral body fracture with persistent back pain and underwent , l4 verbrectomy and anterior fusion l3 to l5 using anterior instrumentation l3 to l5 using synthes expandable cage and a plate. Retro-peritoneal exposure of vertebrae l3, l4 and l5. The fusion was done using bone morphogenic protein soaked sponge packed in inter-body fusion device with autologous bone graft packed anteriorly as well. No patient complications were reported in both the procedures. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.